Event description:
The physician was attempting to implant a resolute integrity drug eluting stent to a very tortuous vessel. Force was used to deliver the device and the shaft kinked. Information provided confirmed the shaft snapped when the kink was being straightened out. No patient problems reported and the lesion was treated with another stent. Device evaluation: hypo tube was bent and kinked and had detached at 66cm distal to strain relief. The stent was positioned between marker bands as per specification; multiple stent struts were slightly raised and misaligned; no damage evident to the distal tip.

Manufacturer narrative:
Results: force was used and an attempt to re-straighten the kink. Conclusion: force was used and an attempt to re-straighten the kink. (B)(4).